Event description:
During a stenting procedure in the left common iliac near the bifurcation area, the stent on the palmaz genesis opta pro was noticed to be partially dislodged and hanging from the distal part of the balloon. Therefore, another balloon was used to expand the stent in the aorta and another stent was implanted in a kissing position to treat the target lesion. There was tracking difficulty experience advancing the device to the lesion. The product was appropriately prepped according to information for use (IFU). There was no difficulty experienced advancing the device through the 7f sheath introducer. The vessel was calcified. There were no other anomalies noted. There was no injury to the patient. The product will not be returned for analysis.

Manufacturer narrative:
Additional information will be provided within 30 days of receipt.